Event description:
It was reported that the patient underwent a procedure to revise/reposition the newly implanted pacemaker and right ventricular (rv) lead on (B)(6) 2025. The rv lead exhibited failure to capture and high thresholds. No complications were reported, and the pacemaker and rv lead remain in service.